Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicates the product met release criteria. The iol product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that a cartridge split at the distal end when loading a lens into it during an intraocular lens (iol) implant procedure. No harm to the patient was reported.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified 23.0 diopter lens, handpiece and viscoelastic. Iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Information was provided that warm saline was used to lubricate the cartridge. This could be a contributing factor as this goes against the instructions in the directions for use (dfu). The manufacturer internal reference number is: (B)(4).